Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
The v40 head disassociation from accolade tmzf stem due to disintegration of stem trunnion; metal debris in soft tissue. The head looked clean, the trunnion of the taper was disintegrated.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: the device was not available for return, however, review of the photos provided show an explanted stem with the removal tool connected with significant wear on the trunnion on the stem. Medical records received and evaluation: review of the received medical records by a medical clinician concluded that "review of medical records by a consulting clinician indicated: "patient underwent an index tha in 2007. Ap xray of left hip shows the head and stem to be dissociated and the trunnion to be deformed. Post explantation photographs reveal gross structural change of the femoral stem trunnion with a great deal of material loss." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the investigation concluded that there was a loss of taper lock between the head and the stem. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
V40 head disassociation from accolade tmzf stem due to disintegration of stem trunnion; metal debris in soft tissue. The head looked clean, the trunnion of the taper was disintegrated.